Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call bottom of the insulin pump would not let them to put the reservoir in. The customer stated that they had high blood glucose of 455 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the bottom of the insulin pump seemed loose. The customer stated that the insulin pump was dropped in past event. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.